Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into water while on vacation. Customer reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was unknown. Call was disconnected during transfer.